Event description:
It was reported that during an attempted implant of the right atrial (ra) lead the lead became dislodged. The patient's anatomy was tight and the physician had difficulty maneuvering the lead. The physician also expressed concerns with the helix and feel of the lead. The lead was not implanted; another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. <(> <<)>end> the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).